Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2011 in type 1 bone. Primary stability and osseointegration were not achieved. The clinician reports that the implant would not tap into cortical plate (inferior aspect of mandible. The implant was removed on (B)(6) 2011. Medical history: no significant findings.